Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder. All buttons functioned properly. No damage on the keypad assembly was noted.

Event description:
The customer reported that she wore the insulin pump during an MRI scan. The insulin pump is now displaying an error alarm and the buttons are not responding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.